Manufacturer narrative:
Literature events: author: walter santucci , audrey choy, qiuye cheng, salena ward, nicole winter and michael w hii ¿ title: small bowel obstruction secondary to barbed sutures in bariatric surgery: a cautionary tale source: accepted for publication 22 january 2024. Doi: 10.1111/ans.18892. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, three patients developed suture related small bowel obstruction following roux-en-y gastric bypass surgery between 2018 and 2021. The absorbable suture was used to close the small bowel mesenteric defect and small bowel obstruction secondary to small bowel adherence to barbed suture tail or adhesions between barbed suture tail and unintended viscera occurred. Patients presented with vomiting and abdominal pain and diagnosis was made after undergoing radiological imaging. All patients required reoperation with adhesiolysis. All three described cases were related to the long ends of the exposed suture. The study concludes that cutting the suture tail as close as practical to the final throw of the suture and/or covering exposed suture ends may prevent this complication.